Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. Reportedly, the customer was not removing residual air from the cartridge. Tandem technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.